Event description:
The event is reported as: the alleged complaint reads, "circuit was attached to neptune delivering gas and humidity to a trach mask. The rt noticed the tubing had melted and the heater wire was exposed. The manager mentioned, but not confirmed that the tubing may have been kinked in the bedside railing. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.